Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The wire was received separated from the rotablator plus device. It was unable to determine if the returned device matches with upn provided by the customer, as no packaging was received with the devices and the upn is unknown. The floppy tip coil is broken at the solder and there are numerous kinks along the body of the wire. The dimensional inspection revealed that the overall length, outer diameter (od) distal tip could not be performed due to device condition (separated tip). Middle of the device, proximal section were within it's specification.

Event description:
Reportable based on device analysis completed on 18oct2019. Received unauthorized product return of a rotawire was received with no reported issues, and was included in the return of a rotalink plus 1.75mm. However, device analysis revealed that the floppy tip coil is broken at the solder.